Event description:
During a cardiac ablation procedure with the cooled cobra surgical probe, the physician noticed char on a lesion and a left atrial perforation in the area of the char about 30 minutes into the procedure. The perforation was sutured and the pt was reported to be in stable condition.